Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The premature deployment was confirmed. Difficulty removing the mandrel was not confirmed. The delivery system preparation section of the absolute pro .035 biliary self-expanding stent system instructions for use, provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the premature deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 6.0x20mm absolute pro self-expanding delivery system, when attempting to remove the stylet resistance was met. Extra force was used to remove the stylet which caused the stent to prematurely deploy. The device was not used in the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.